Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) note that a customer in australia had a illegible data plate on their cardiosave iab pump.the spare parts list notes this as not available. "Label, s/n, cardiosave" have created a support case but advised technically this can not be supplied. Please clarify if there is any special order process for this, or if it needs escalation in a different manner i.e. Locally in our ssu qrc team. He need to advise the customer of a course of action, and need further advise on this matter that is acceptable at either ba or ssu level / clarification of acceptable action. No patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has illegible data plate .

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.